Event description:
It was reported that during a da vinci-assisted inguinal hernia-bilateral surgical procedure, the customer reported the mega suturecut needle driver was not articulating correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was reported during inguinal hernia-bilateral the surgeon reported that the mega suturecut needle driver was not articulating correctly. It was confirmed that the issue was persistent and occurred with the surgeon's head inside of the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to inability to move the instrument at all. The movements of the surgeon scaled appropriately to the instrument. The reporter stated it was observed that the instrument was moving in an unintended direction of the surgeon. It was unknown of the intended direction of the surgeon. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions between system arm and external or equipment. There were no shakiness and/or friction experienced/observed. The reporter stated the surgeon completed the procedure using a back-up mega suture cut instrument. The drape will not be available for isi return. No harm/injury to the patient. The instrument was inspected prior to usage and did not notice any damages. No images or recordings are available for isi review. The patient demographic is unknown at this time.

Manufacturer narrative:
Based on the claim against the product by the customer noting unintuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver was analyzed and found the primary failure finding of cannot verify external event to be related to the customer reported complaint. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Also, the mega suturecut needle driver instrument was found to have a cracked clamping pulley at the proximal end. Improper cleaning during reprocessing most commonly caused this failure. The root cause of the motion issues cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the mega suturecut needle driver found the primary failure finding of cannot verify external event to be related to the customer reported complaint. The mega suturecut needle driver was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the mega suturecut needle driver revealed no issues related to the customer reported event.